Manufacturer narrative:
The reported event of dislodgement and unacceptable capture threshold was not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing of the lead did not find any anomalies. Visual examination found the helix clogged with blood and tissue. The helix was found to extend and retract within specification post cleaning.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation and confirmed via x-ray imaging it was noted that the right-ventricular (rv) lead had dislodged and exhibited inappropriate capturing causing atrial fibrillation, which was then resolved by cardioversion. As a resolution the rv lead was explanted and replaced. The patient condition was stable.